Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as post lumbar laminectomy and non-malignant pain. It was reported the patient experienced a delivery failure. The patient had injuries of withdrawal, failure of therapy, and surgery. The date of injuries was noted as (B)(6) 2016, date of explant surgery. No further complications were reported.